Event description:
It was reported that the silicone catheter kept being expelled a couple of days after insertion with a deflated balloon. The user had experienced this issue with a number of silicone catheters for the same patient. When the patient had a hydrogel catheter in situ, they did not experience this kind of problem. This had led the user to think that there was some fault related to the silicone catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿imperfection in balloon due to process¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the silicone catheter kept being expelled a couple of days after insertion with a deflated balloon. The user had experienced this issue with a number of silicone catheters for the same patient. When the patient had a hydrogel catheter in situ, they did not experience this kind of problem. This had led the user to think that there was some fault related to the silicone catheter. Per follow-up information received from ibc on 21jul2022, stated that the balloons did not seemed like that they have burst, looks more liked they have deflated.